Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus service operation repair center (sorc), that it was found the image of the subject device was green color and the irregular color tone. The subject device had been returned to sorc for repair of the image failure. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed the reported phenomenon which occurred by the damaged ccd of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the failure of the ccd unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.